Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was no power to the pump. It was noted that there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: during investigation, the pump black box data was not able to be downloaded. There was visible moisture observed in the display lens. The pump was powered on and had audible and vibratory features but the display screen remained blank. Damage to the pump case was observed near the upper right corner between the display lens and the cover. During testing, a leak test failed due to damage to the pump case. The pump cover was removed and internal moisture was found inside the pump. Additional testing was unable to be performed due to the internal moisture damage.